Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had an issue. The procedure was completed but the patient outcome is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have charring and localized melting at the yaw pulley, but no conductor wire damage was observed.